Event description:
It was reported that a patient underwent a pelvic organ prolapse procedure in (B) (6)2009. The patient experienced several complications at the time including infection and mesh protruding in the vagina. On (B) (6)2010, the patient was taken back to surgery for follow up repair in the vaginal area. On (B) (6)2010, the patient started having increased heavy vaginal bleeding. The patient has seen the surgeon several times and also went to the emergency room on (B) (6)2010. The patient is to see the surgeon again on (B) (6)2010. No additional information was provided.

Manufacturer narrative:
(B) (4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.